Event description:
A pt had a penile implant inserted at another facility (do not know date) which became nonfunctional. The pt underwent explantation of the penile implant with re-implantation of another implant. The pt had this penile implant removed due to chronic discomfort and pain. The pt developed purulent material around prosthesis. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).